Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration of the device or device component, tilt, difficult to remove and detachment of device or device component. These reports were received from various sources. Both malfunctions were involved patients with no reported consequences. Two female patients ages were ranged between 42 to 48 years old; however, one patient weight was reported as 180 pounds. Weight for the remaining patient was not provided.

Manufacturer narrative:
H10: the lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. Product catalog number md800f and md800j were updated for both malfunctions. The devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. Image was provided and reviewed for one malfunction. For one of the two reported malfunctions, the investigation is confirmed for the alleged filter limb detachment but inconclusive for the alleged filter migration. The remaining malfunction is confirmed for filter limb detachment, retrieval difficulties and filter tilt; therefore, trending device code a150202 and a150207 were added to the malfunction. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.h10: b5,g3h11: d4,g1,h6(result)h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for both of the devices was not provided, manufacturing reviews could not be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for migration of device or device component and detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that an unknown meridian vena cava filter experienced migration of the device or device component and detachment of device or device component. These reports were received from various sources. Both events involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.